Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that oversensing was noted when it comes to this device. It was suspected that the lead was too close to the atrium. It was noted that the device was reprogrammed which resolved the oversensing issue. No adverse patient effects were reported.